Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the implant was inside the sheath and connected to the core wire. The hub, shaft, tip, core wire, and implant were examined. Multiple kinks were found along the shaft of the device. The shaft was buckled between 2cm and 5.5cm from the hub of the device. The tip was damaged with evidence of anchor damage consistent with recapture of the implant. The implant was deployed during analysis and found to be consistent with the reported information. The implant anchors were damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter was kinked. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system was advanced through the watchman ® access. At the point the two distal markers aligned (the distal marker on the access sheath and the distal marker on delivery catheter) the physician had to retract the was towards the wds to snap the two together to form one unit, the physician noticed that the proximal part of the wds had buckled on itself. The was valve was not too tight when he advanced the wds , but he felt that the wds had no back up. When he saw the part that buckled he realized why there was no back up. Because the device was not compromised and markers were already aligned, they snapped the two devices together and carried on with the case. The device was deployed, but landed too proximal because he had more depth to go in deeper with the was. The doctor did a full recapture. The procedure was completed with another of the same device. No patient complications were reported

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the catheter was kinked. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system was advanced through the watchman ® access. At the point the two distal markers aligned (the distal marker on the access sheath and the distal marker on delivery catheter) the physician had to retract the was towards the wds to snap the two together to form one unit, the physician noticed that the proximal part of the wds had buckled on itself. The was valve was not too tight when he advanced the wds , but he felt that the wds had no back up. When he saw the part that buckled he realized why there was no back up. Because the device was not compromised and markers were already aligned, they snapped the two devices together and carried on with the case. The device was deployed, but landed too proximal because he had more depth to go in deeper with the was. The doctor did a full recapture. The procedure was completed with another of the same device. No patient complications were reported.